Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation but technical team suggested to the customer to perform tests such as zero pressure calibration, pressure gain calibration, inspiration offset calibration, the device passed all the testing and verification was successful and share the logs. Also, advised to replace the inspiration valve. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 has alarm 401-inspiration valve or device leaky. There was no patient involvement associated from this reported event.

Manufacturer narrative:
Result of investigation: the root cause of the issue was the defective inspiration valve nt. As a resolution the issue was resolved with a new inspiration valve.